Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that when customer was replace the new battery the whole insulin pump was start to vibrate. Customer stated that it slighter weaker vibration that was last until my battery runs out. Customer also stated that when customer put on a new battery and it started shaking again. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.